Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a crimped haptic was noted after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.